Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string detached from the tampon upon removal and the tampon remained inside her body. The consumer sought medical assistance for aid in removal. Multiple attempts were made to follow-up with the consumer, however, these contact attempts were unsuccessful.